Manufacturer narrative:
The patient specimens were processed in consecutive order and in the primary mode. Although on (B)(4) 2011 the field service engineer collected data regarding this event, the communication log between the lis and the instrument was not available for the investigation, so it could not be determined whether the demographic information was incorrectly downloaded from the lis. The host/todo list log was also not available. Root cause is unknown based on the available information.

Event description:
The customer reported that on (B)(6) 2011, patient demographics belonging to one patient were displayed for another patient in the coulter lh 750 hematology analyzer database. Printouts from the instrument database displayed the same incorrect demographic information. The information contained in the lis (laboratory information system) was correctly displayed for each patient. The two patient specimens were repeated, and no patient demographics were displayed. The sample ID for each patient was used as the primary identifier, and was correct for each patient. The sample ID was not misread, and hence patient results were not affected. No erroneous results were reported out of the lab and no death, injury, or affect to patient treatment was associated with this event.